Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that there was something sticky on the battery contact chips and that sensing was low. As a result the contact chips were cleaned and then the device was calibrated. The device then passed testing.

Event description:
It was reported that the external pulse generator (epg) would not pace normally. The epg was returned to the manufacturer for servicing. There was no patient involvement.